Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via an implanted pump. The indication was for spinal pain. It was reported that the pain pump trials were horrific because the needle could be inserted into the spine due to hardware complication associated with their degenerative disc disease. The patient reported having tried morphine, fentanyl, and dilaudid, but none were responding. They were also taking oxycodone and ibuprofen 1000 mg/day, and gastrointestinal (gi) bleed caused by the ibuprofen. The patient had paralysis and a lot of pain after driving 30 minutes. The pump was increased 20 percent two times. However, the patient felt they were not getting any pain relief from the pump, and she was going to be having it removed.